Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The resistance with the guide wire was unable to be confirmed due to the condition of the returned device. The separation was confirmed. It is likely that during use, the clearance between the inner member of the catheter and the guide wire became reduced causing the catheter to become frozen over the guide wire. The separation occurred while attempting to remove the catheter from the guide wire. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the tibial artery. An unknown armada 14 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced with no resistance to the lesion and inflated 3 times with no issues noted. During removal from the anatomy, the pta catheter became stuck on the unspecified guide wire and they were removed as one unit. Upon removal from the anatomy the shaft of the pta catheter was observed to have separated into 2 pieces at the hub. A new armada 14 pta catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.